Event description:
4024 - low ventricular impedance/resistance, sensing and capture difficulties 4524 - high atrial impedance/resistance and pparent lead fracture reported; lead tested out of specification during mfgr's analysis.